Manufacturer narrative:
Patient information not available. Lot number not available on the date of filing. No device/components have been returned to the manufacturer on the date of filing. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a probe being used with a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure, one led light of the long cable had recognition failure. The procedure was performed using another active probe. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Review of this event and additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this event. The instrument had one led that was not functioning, the instrument had no other failure.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the issue could not be confirmed or replicated. When connected to a known good system the returned probe had good geometry and divot error readings with all leds firing. There was no problem found. If information is provided in the future, a supplemental report will be issued.